Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 2000017941. Product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 19581242. Product family: scs-lead fixation, upn: (B)(4), model: sc-4316, serial: null, batch: 21851808.

Event description:
It was reported that patient was experiencing muscle spasms, cramps, eye twitching, ringing in ears, numbness, breathlessness, and chest pain that resolved once the device was switched off. It was also reported that the patients neck is messed up, and contributes to the ongoing symptoms and worsening pathology. The physician does not feel that the patients symptoms are device or procedure related. The patient underwent an explant procedure as he experienced no improvement in pain. The physician advised against explant but could not change the patients mind.